Event description:
The patient was implanted with a vented electric left ventricular device (lvad). It was reported by the perfusionist that the patient had been experiencing high rates in auto mode, requiring the device to be put in fixed mode for several months. The hospital's ventricular assist device (vad) team performed diagnostic testing, and sent waveforms and vent filters to the manufacturer for evaluation. The lvad was exchanged and the patient remains stable.